Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she was recently admitted to the hospital on (B)(6), 2015 and in february had her legs amputated. Troubleshooting spoke with her but she declined any troubleshooting.